Manufacturer narrative:
This product was received and tested by technical services and the no image failure could not be duplicated. The glidescope smart cable was connected to a test video monitor and the connector was checked to ensure that it was securely attached. A test single use video laryngoscope blade was connected to the glidescope smart cable and the video monitor was powered on. The image was good even when the cable was wiggled and flexed. Color rendering was accurate and individual white lines were distinct. The test monitor was left powered on with the glidescope smart cable and test blade connected and no failures were found. The glidescope smart cable was staged to logistics. Service complete.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, the cable was working for a while and then stopped working; no video was coming up on the display. A delay in the procedure of unknown duration occurred as an unspecified back-up device was obtained. No harm to patient or user was reported.